Event description:
Info received indicates one of the siderail pivot arms was disconnected on the lower mounting point and one end of the siderail would not remain upright while the other end would.

Manufacturer narrative:
The tech indicated that it is possible a set screw came loose. The tech reassembled the siderail to repair the bed.